Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 365 mg/dl. The cannula had been bent. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.